Manufacturer narrative:
When the field service engineer performed testing at the user facility, the device did not pass the proximal occlusion test. Further testing of the device mechanism at the service center found the device passed testing. The device mechanism was tested three times and appropriately alarmed for a proximal occlusion as expected. The probable cause could not be determined because the mechanism passed testing within specification.

Event description:
The customer contact reported that during testing at the user facility, the device did not pass the proximal occlusion test. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The mechanism is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that during testing at the user facility, the device did not pass the proximal occlusion test. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.